Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 34 mg/dl and later rose to 122 mg/dl. The customer also reported their blood glucose rose to 194 mg/dl five minutes after. The customer reported feeling tired from their blood glucose. Customer's current blood glucose was 94 mg/dl. The customer reported treating their low blood glucose with glucose tablets. Troubleshooting found the insulin pump passed a displacement test. The insulin pump will not be returned for analysis.